Event description:
A power on reset (por) condition was reported with the implantable neurostimulator (ins). Emi was suspected as the patient had a stopwatch in their pocket around the time of incident. The battery was reset and measured 2.67 volts, but now is at 3.69 volts. The physician stated 3.67 volts on two different occasions after the initial 2.67 statement. This did not appear to be end of life battery voltages. The 3.69 volts was approximately 2 hours after the patient had their ins turned on. The physician stated that the battery was getting closer to end of life.

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748240, serial# (B)(4), product type: extension, product ID: 3387-40, lot# v007060, implanted: (B)(6) 2006. Product type: lead, product ID: 3387-40, lot# v007060. Product type: lead, product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006. Product type: implantable neurostimulator. (B)(4).